Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of the incorrect reagent cartridge being used when testing is scheduled for a user-defined method on dimension vista 500 and dimension vista 1500 systems using software versions 3.5.1 or lower. It has been confirmed that under a rare set of conditions when utilizing the routine inventory screen to enter a user defined method (empty) flex the system may assign the user defined method flex to a different flex that is currently in inventory on the system, and then use the incorrect flex cartridge to process the user defined method. Investigation of the issue has determined that this error will only occur if the assign empty reagent cartridge window has been left open and the flex inventory on the system changes. An urgent medical device correction (umdc) was sent to customers in the united states and an urgent field safety notice (ufsn) was sent to customers outside the united states in october 2013. Umdc 13-77 and ufsn 13-77 "dimension vista 500/dimension vista 1500 user defined method flex assignment" provide instructions to prevent the issue from occurring.

Event description:
Discordant, false positive results were obtained on four patient samples for a user-defined propoxyphene (ppx) method on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). A physician called to question the positive result for one patient. The operator then tried to unload the ppx reagent cartridge, but an opiates (opi) reagent cartridge was emitted instead of the ppx cartridge. The samples that had tested positive for ppx were then rerun on an alternate dimension vista instrument and all four resulted negative. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the patient samples being tested for ppx while an opi reagent cartridge was in use instead of a ppx reagent cartridge.